Event description:
It was reported that primary tha was done at (B)(6) 1988. Types of implants are unknown. The revision surgery of liner was done, since wear of liner at (B)(6) 1999. At (B)(6) 2014, the revision surgery of liner (2041-2249) and head was done, because the osteolysis with wear of liner was confirmed at x-p.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: discoloration and scratches were identified on the surface of the device. Two areas of explantation damage were identified on the returned liner. A material analysis was performed. The report concluded: "no material or manufacturing defects were observed on the surfaces examined. Quantitative wear analysis was not performed due to explantation damages in critical areas for wear analysis." -medical records received and evaluation: a medical review was performed and concluded: "there is no confirmation of poly wear with secondary osteolysis noted. There is no evidence that factors relating to component material or manufacturing were responsible for this late revision surgery." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and no material or manufacturing defects were observed on the surfaces examined, further to this a medical review completed concluded that there was no evidence that factors relating to component material or manufacturing were responsible for this late revision surgery. Additional information, including operative reports, progress notes and medical history are however needed to fully investigate.

Event description:
It was reported that primary tha was done at (B)(6) 1988. Types of implants are unknown. The revision surgery of liner was done, since wear of liner at (B)(6) 1999. At (B)(6) 2014, the revision surgery of liner(2041-2249) and head was done, because the osteolysis with wear of liner was confirmed at x-p.